Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during implant attempt, when the physician connected the lead to the device it was impossible to correctly and stably connect to the lv (left ventricular) lead. The device was not used and was replaced. No patient complications have been reported as a result of this event.